Event description:
It was reported that during a da vinci-assisted surgical procedure there was a broken cable in the mega suturecut needle driver instrument that was noticed prior to use. There was no harm to the patient.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has requested that the 8mm mega suturecut needle driver instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a broken grip cable at the grip hub. The cable was fully broken. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed by failure analysis. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was identified as broken prior to use and a back-up mega suturecut needle driver instrument was utilized to complete the procedure.

Event description:
Refer to h10/h11 for follow-up information.